Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery lobectomy procedure, part of the reload had not been fully fired and some part of the staples remained in the reload. Patient outcome was unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload was partially fired and had damage to the cutting edge of the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery lobectomy procedure, the stapler did not fire. A part of the reload had not been fully fired and some part of the staples remained in the reload and the jaws of the device locked on tissue. There was no patient injury.